Event description:
A tandem mobi cartridge alarm was reported during the pumping process, which caused the customer's blood glucose level to display as "high." The customer managed the high glucose level by administering a correction injection via multiple daily injections (mdi). Customer loaded a new cartridge to resolve the issue.